Event description:
Manufacturer representative reports a patient experiencing a metallic taste in their mouth and a strange smell. The patient's symptoms happen approximately once per month. The symptoms do not coincide with refills or any other internal or external stimuli. The morphine dose was decreased from 3.2mg to 1.3mg/day. This caused the patient to go through withdrawal and have increased pain, but the metallic taste subsided. Clonidine was added to the morphine also, but did not have an effect on the metallic taste. No additional information on patient symptoms, troubleshooting, or outcome were available at the time of this report. A follow up report will be sent if additional information is received.